Event description:
The customer reported that the insulin pump alarmed, and she was not able to clear the alarm. The caller removed the battery for five minutes, but the display did not return. Instructed the customer to remove the battery for two hours, but the device turned off again several times after the insulin pump was reset. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and constant tone as a result of a faulty component on the interface board. Unable to confirm the alarm or the blank display.